Event description:
It was reported that a spectrum iq infusion pump under infused. Infusion started as primary at a rate of 999cc/hr. Infused approximately 200ml from the bag, but remainder of 700mls was still in the bag at the end. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of under infusion was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the worn pressure plate springs. The pressure plate springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1., d3, h6 investigation findings. Correction h11: during functional testing the reported problem of an under infusion did not occur. Instead the device was found to over deliver by 5.62%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the over infusion found during evaluation was determined to be worn pressure plate springs. The pressure plate springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.